Event description:
The patient was admitted to the hospital in the morning of the 2007 with a urinary tract infection, diarrhoea and vomiting. The patient had taken ace inhibitors to treat her blood pressure previously. Continuous renal replacement therapy was initiated. The patient had suffered a significant decrease in blood pressure when connected to the primsa machine on the successive occasions. On the first occasion the patient required fluid support and resuscitation. On the second occasion, the patient required 2 minutes of CPR. On the third occasion the patient had increased ionotropic support.

Manufacturer narrative:
Additional manufacturer narrative: the review of gambro's complaint file indicated that this was the second occasion when such an event was reported on new design of the prisma pre set. In the absence of the sample, the lot number, and therapy used during the treatment. Gambro has not found any evidence to suggest the device was included on the serious injury reported. Gambro does not regard submittal of this report as an admission of responsibility for the incident.